Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's relative has reported the event of "rupture". Device remains implanted. The relates to the right side.

Event description:
"Painful feelings and discomfort" was reported. Rupture was confirmed during explant surgery. The device has been explanted.

Manufacturer narrative:
Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19. Device evaluation: visual analysis of the photographs identified; opening extended.